Event description:
It was reported that the keypad started peeling and the buttons were sticking. A family member noted that the pump was scrolling through screens without user intervention. The pt wears the pump in his pocket with a clip, there is no moisture exposure, and no cleaners are used on the keypad.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed that the keypad was intact and no lifting or peeling was observed. All buttons responded intermittently and required excessive force to activate. During investigation, the key contacts were found to be inverted and did not always spring back. There was evidence of keypad adhesive found under the key contacts.